Manufacturer narrative:
The femoral component cannot be evaluated, as it has not been returned for evaluation, but rather discarded by the hospital. The lot code has not been supplied so that a DHR review is not possible. The info provided indicates this event is not device related but rather is associated with loss of fixation.

Event description:
Rptr states, revision surgery due to lack of fixation.